Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incarcerated ventral hernia repair on (B)(6) 2018 during which the surgeon noted the prior mesh pulled away from the fascia. The mesh was noted to be crumpled and sitting at the inferior aspect of the hernia. The mesh was sharply excised from the inferior facial edge and discarded. It was reported that the patient experienced severe pain, bulging, inflammation, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/25/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/25/2021.